Event description:
It was noted that the patient's right atrial lead exhibited noise and right ventricular (rv) lead exhibited high defibrillation impedance. During replacement procedure, it was discovered that the ra and rv leads were twisted improperly around the device and both had insulation damage. The ra and rv leads were explanted and replaced. The patient was stable.